Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the physician was using an unknown vertebral catheter to advance a 300 cm. Pgw sv inter guidewire through a total popliteal artery occlusion which took a little effort. The physician went to pull the guidewire out but it seemed to have gotten stuck. The physician was able to move the shaft of the guidewire but the distal tip would not move. The guidewire then became unraveled and the distal tip was left in the patient. The separated distal tip was able to be snared and was successfully removed from the patient. The case was continued on successfully. There was no reported harm to the patient. The product will be returned for inspection.

Manufacturer narrative:
As reported, the physician was using a cordis 5 fr. Vertebral catheter to advance a 300 cm. Pgw sv inter guidewire through a total popliteal artery occlusion which took a little effort. The physician went to pull the guidewire out but it seemed to have gotten stuck. The physician was able to move the shaft of the guidewire but the distal tip would not move. The guidewire then became unraveled and the distal tip was left in the patient. The separated distal tip was able to be snared and was successfully removed from the patient. The case was continued on successfully. There was no reported harm to the patient. Additional information received indicated that the target lesion was a complete distal right superficial femoral artery (sfa) with re-constitution of the popliteal artery. After removal of the guidewire, another sv8 guidewire was used to complete the procedure successfully. The approach for the procedure was contralateral. Both pieces of the guidewire are available for inspection. The guidewire was not re-sterilized. It was thought that the guidewire was removed from the dispenser by the distal/floppy end. There was no visible damage noted to the guidewire upon inspection prior to use. The guidewire was not re-shaped prior to use. The guidewire was not used to treat another lesion prior to the reported product issue. A "drilling" or "jack-hammer" technique was not used to re-canalize the vessel. The reported product issue occurred after crossing lesion with the catheter and removing the guidewire. Fluoroscopic guidance was used throughout the procedure. There was no difficulty tracking the guidewire through the vessel or lesion. The guidewire was reported to cross the lesion fairly easily. There was no reported resistance with other devices. The guidewire did not kink during use. The guidewire was not advanced through a stent. The wire tip did not repeatedly prolapse during placement and did not remain in a prolapsed position during treatment of the lesion. The wire tip was advanced into the distal vasculature. The wire become fixed or caught during withdrawal. The wire was not torqued against resistance. No additional information is available.   A non-sterile pgw .018 sv inter 300cm st guidewire was received for analysis coiled inside a plastic bag. The original packaging was returned for analysis. The mentioned cordis 5 fr. Vertebral catheter used to advance the 300 cm. Pgw sv inter guidewire was not returned for analysis. Per visual analysis, the guide wire was received stretched /unraveled damage and fracture/ separated at distal tip. No other issues were found. A functional test was not performed due to the damaged condition of the complaint unit. Sem analysis was required for the fractured guidewire. Sem analysis results showed that the coil wire sample presented evidence of reverse bending, ductile dimples and stress lines at the separated areas. The coil wire sample showed that the separated area presented evidence of a plastic deformation and ductile dimples. The evidence of ductile dimples suggests that a tensile overload event occurred prior to the separation of the core wire. Additionally, the reverse bending evidence found on the separated areas suggests a device manipulation that led the material to separation. No other anomalies were found during the analysis. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable.   The reported events by the customer as ¿guidewire-withdrawal difficulty - from vessel,¿ ¿guidewire-unraveled/stretched - in patient,¿ and ¿distal tip-wires-fractured-separated - in patient¿ were confirmed due to the condition in which the product was received. The cause of these conditions could not be conclusively determined during the analysis. However, procedural/handling factors, as evidenced by reverse bending, ductile dimples and stress lines, might have contributed to those events. According to the product IFU¿s, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. With the information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. Neither the device history record nor the product analysis suggests that the event could be related to the guidewire design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information received indicated that the target lesion was a complete distal right superficial femoral artery (sfa) with re-constitution of the popliteal artery. After removal of the guidewire, another sv8 guidewire was used to complete the procedure successfully. The approach for the procedure was contralateral. Both pieces of the guidewire are available for inspection. The guidewire was not re-sterilized. It was thought that the guidewire was removed from the dispenser by the distal/floppy end. There was no visible damage noted to the guidewire upon inspection prior to use. The guidewire was not re-shaped prior to use. The guidewire was not used to treat another lesion prior to the reported product issue. A "drilling" or "jack-hammer" technique was not used to re-canalize the vessel. The reported product issue occurred after crossing lesion with the catheter and removing the guidewire. Fluoroscopic guidance was used throughout the procedure. There was no difficulty tracking the guidewire through the vessel or lesion. The guidewire was reported to cross the lesion fairly easily. There was no reported resistance with other devices. The guidewire did not kink during use. The guidewire was not advanced through a stent. The wire tip did not repeatedly prolapse during placement and did not remain in a prolapsed position during treatment of the lesion. The wire tip was advanced into the distal vasculature. The wire become fixed or caught during withdrawal. The wire was not torqued against resistance. No additional information is available.  Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.